Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead at implant was difficult to position and had increased atrial thresholds after pocket closure. The lead was repositioned and good thresholds were obtained. Lead remains in use. No patient complications were reported as a result of this event.